Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted (B)(6) 2011, 0181 lead implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead pacing impedance dropped from about 500 ohms to below 200 ohms, which triggered an alert. The threshold was also elevated and there was loss of capture. It was also noted that the lead issues correlated to the heart failure patient's fluid accumulation, which was being treated with diuretics. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.